Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure a dissection occurred. The 98% stenosed 3x18mm target lesion was located in the right coronary artery (rca). A 3x20mm liberte stent was implanted resulting in 0% residual stenosis. A non-bsc balloon catheter was also used. An additional liberte stent was implanted to treat a dissection during the procedure. The procedure was a technical success. The patient was discharged three days after the index procedure without anginal complaints or silent ischemia. The discharge medications were asa 100 and clopidogrel 75mg for 6 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.